Event description:
A physician at the user facility reported that during an unspecified procedure, the image displayed on the monitor was blurred. The procedure was completed using the same device with no delay to the procedure. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During the inspection and testing, service found the nozzle was clogged with foreign material. This report is being submitted for the malfunction found by service during the device evaluation [foreign material].

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. During inspection and testing, service was not able to identify the foreign material or determine the cause of the foreign material in the nozzle. Based on the results of the legal manufacturer¿s investigation, users can remove foreign material and dirt adhering to the endoscope by reprocessing properly, in accordance with the device's instructions for use (IFU). Since the objective lens and the distal end of the device were dirty, and the material caught in the nozzle was not removed during reprocessing, the presence of foreign material in the nozzle was likely due to improper or insufficient reprocessing methods. However, a definitive root cause could not be determined. The event may be detected by following the device's IFU which states: ¿·operation manual_ preparation and inspection -inspection of the endoscope inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. - inspection of the endoscopic system * inspection of the air-feeding function * inspection of the objective lens cleaning function¿ the event may be prevented by following the device's reprocessing manual which states: "warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure." "Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." "Manually cleaning the endoscope and accessories -clean the external surface_ clean the external surfaces of the insertion section: while immersing the endoscope completely in the detergent solution, thoroughly wipe all external surfaces of the insertion section, using clean lint-free cloths or sponges. -take the insertion section out of the detergent solution and confirm that no debris remains on all external surfaces, particularly the air/water nozzle opening and the objective lens on the distal end. -flush the air/water channel with detergent solution - remove detergent solution from all channels" "·presoaking the endoscope if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces.¿ during inspection and testing, service confirmed the customer's report that the image was blurry and found that it was due to a dirty objective lens. In addition, the distal end cover was dirty. A leak was detected at the endoscope connector due to deterioration of the seal. The angulation had slight free play, and angulation did not meet specifications. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The event date should have been (B)(6) 2022.

Manufacturer narrative:
This report is being submitted for the reportable malfunction of blurry image reported by the customer. This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, although a conclusive root cause could not be determined, it is likely that a blurry image was displayed due to following: - the entire image was blurred due to damage to the ccd unit. - the entire image was blurred due to sliding error of movable l-range that occurred in the zoom scope. - blurring the entire image occurred within the allowable range. - the entire image was blurred due to damage or deformation of the connector. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: ·operation manua. -inspection of the endoscopic system. Operation manual. Important information ¿ please read before use .- warnings and cautions. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9610595.